Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not working due to a button error alarm. Customer also received a motor error alarm in the past during bolus. Customer does not use the sensor feature and they are unable to complete the rewind sequence. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error alarms noted. The motor was tested outside the device and it passed. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. It also had minor scratches on lcd window.